Manufacturer narrative:
Other devices listed in this report. Cat. No.: 6021-0435 accolade plus tmzf hip stem #4, lot code: 21971301; cat. No.: 542-11-54f trident psl ha cluster 54mm, lot code: awvmdd; cat. No.: 6260-9-044 v40 cocr lfit head 44mm/-4, lot code: e4dmpa. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Total hip replacement. Surgeon stated pain and fluid collection.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding pain and altr involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned, however images of the explanted device were made available. The images showed some damage along the rim of the liner, this is consistent with explantation damage. A yellow discoloration was also observed on the surface of the liner. This is consistent with discoloration from contact with synovial fluid. -medical records received and evaluation: a review by a clinical consultant noted: there is one x-ray to show an adequate implantation of devices in correct position of stem as well as cup and stable bone ingrowth conditions. Quality of x-ray is not exceptional but obvious pathology is not evident. This leaves the pain and fluid formation. These are rather generic symptoms that may accompany a wide variety of arthroplasty problems and as such dos not allow to draw any valid conclusions. The fact of a liner and femoral head exchange during revision in 2016 is also not very much telling about the present problem. With the current information this case cannot be solved and requires more information. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, revision operative report, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Device not returned.

Event description:
Total hip replacement. Surgeon stated pain and fluid collection.